Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73e1800527 was manufactured on 05/22/2018 a total of 288 pieces. Lot was released on 06/01/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with a bent rotation tab and with the first clip out of position in the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to properly load into the jaws. The sample was disassembled to inspect the internal components. No further damages were observed. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. The bent rotation tab, the first clip being out of position in the channel and the first clip being unable to load are all indications that the clips were out of position in the channel and were stacking on one another. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips slipped" was confirmed based upon the sample received. One device was returned. The device was received with 2 clips remaining indicating that 13 clips were fired by the end user. Visual examination revealed that the rotation tab was bent and that the first clip was out of position in the channel. Upon functional inspection, the first clip was unable to properly load. The bent rotation tab, the clip being out of position, and the clip mis-load are all indications that the clips were out of position in the channel and stacking on one another. The ratchet ears were found to be broken and was the root cause of the clips becoming out of position. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue.

Event description:
It was reported that during a hemicolectomy, jaw opening was observed.

Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a hemicolectomy, jaw opening was observed.